Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2014 and evaluated by product analysis (pa) on (B)(4) 2014 with the following findings: the meter passed testing, met specification, and no faults were found; pa was unable to reproduce the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch verio iq meter was giving inaccurate readings. The patient obtained the blood glucose reading of 212 mg/dl on the reported meter and a laboratory result of 174 mg/dl. The patient did not report experiencing any symptoms or medical attention. As the test results fell outside expected values for meter-to-lab accuracy testing this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow up #1 ((B)(6) 2014)-device evaluation: the test strips involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2014 with the following findings: the test strips failed testing, on performance testing with control solution the test strips read too high. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.